Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Testing performed several times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 195 mg/dl and 180 mg/dl. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 209mg/dl (B)(6) 2015 10:09pm, 209mg/dl (B)(6) 2015 10:02pm, 427mg/dl (B)(6) 2015 08:05pm, 231mg/dl (B)(6) 2015 09:45am, 261mg/dl (B)(6) 2015 03:17pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Testing performed several times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 195 mg/dl and 180 mg/dl. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.